Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. The analyst commented that in the device the patient data and serial number was cleared on (B)(6) 2010.

Event description:
It was reported that the device failed for telemetry while still in the box. There was no patient involvement.